Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room complaining of being lightheaded. A review of the stored episodes and device data noted that there was evidence of both oversensing and undersensing on the right atrial (ra) lead. All lead integrity measurements were stable and within normal limits. The atrial sensitivity was modified and the patient was to be monitored. Later surgical intervention was performed and the ra lead was surgically abandoned due to muscle stimulation and oversensing while the right ventricular (rv) lead was surgically abandoned due to oversensing. The device was also explanted without issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.